Manufacturer narrative:
Awaiting product to arrive. Additional information will be sent once product is returned for evaluation.

Event description:
During a laparoscopic cholangiography procedure, ridge tip punctured cystic duct. No indication yet for intervention reported.

Manufacturer narrative:
Inspection of the returned catheter found that the actuator and stopcock tubing were damaged. The braided cone could not expand due to the actuator being loose. Upon disassembling the handle, the internal housing which encapsulates the actuation rod fractured, it is unclear why the actuator was damaged. The stopcock tubing was separated from the housing. When observed under the microscope, the separated surfaces of the tubing revealed jagged edges, this suggested that the tubing plastically deformed under very high stress before it separated. Upon further examination of the lot documentation (shop order), there was no discrepancy that pertained to any observations from the defective device. The catheter tip, joining strength, actuator and expansion of braided cone were within spec. None of the lot listed above remain in finish goods. 11/11/2004 f/u info: conclusion/correction action: the cause of rigid tip failure could not be determined. All catheters undergo a 100% visual and functional inspection during production. In addition to this testing, an aql sample is taken from each shop order by qc, then visual and functional inspection prior to sterilization. After that, qc also takes an aql sample function inspection on each shop order prior to termination to finished goods. Therefore, no corrective action required at this time.

Event description:
During a laparoscopic cholangiography procedure, ridged tip punctured cystic duct. No indication yet for intervention reported.